Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath (clear): ous was selected for use, opened sheath and flushed and aspirated under water. Tried 2 syringes and still leaking air bubbles. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath was selected for use. The sheath was opened and flushed and aspirated under water. Tried 2 syringes and still leaking air bubbles. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.